Event description:
Related manufacturer reference number 3006705815-2022-14444; related manufacturer reference number 1627487-2022-02884. Additional information received identified that surgical intervention was undertaken wherein the lead and ipg were explanted. During the surgery, the ipg failed to establish communication external devices and the ipg was explanted. Additional surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
"The reported observation of ¿battery would no longer connect¿ after attempt lead revision was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was related to the patient¿s lead revision. The device had been placed in surgery mode prior to the patient¿s procedure. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual: per clinicians manual arten600144297a rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure."

Event description:
Additional information received identified that additional surgical intervention was undertaken on (B)(6) 2022, wherein a new ipg and lead were implanted. Effective therapy was restored post operatively.